Event description:
It was reported that alerts were triggered for atrial arrythmia burden (aab) of at least 1.0 hours in a 24 hour period and an atrial intrinsic amplitude out of range. Intermittent atrial undersensing was observed during atrial fibrillation (af). This implantable pulse generator is interfaced to a competitive atrial lead. The information was documented and communicated to the patient's follow clinic. The products remain in service and no adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).